Event description:
The original complaint received stated that the physician had difficulty deploying the angioguard in position distal to the lesion. When the product was returned and analysis was performed, the analysis revealed scattered areas of scraped ptfe coating, exposing the core filter wire. The lesion was located at left common carotid artery with 80% stenosis and not calcified, not tortuous. The product was properly inspected and prepped. There was no difficulty tracking the device to the lesion. There was no excessive torquing of the wire during delivery. After the angioguard rx reached the lesion, and both the proximal and distal marker bands were positioned distal to the lesion, the physician removed the protective sheath, but the device could not be deployed. Therefore, the device was removed and another angioguard was deployed without difficulty and the procedure was successfully completed. There was no injury to the pt.

Manufacturer narrative:
The complaint received stated that the physician had difficulty deploying the angioguard in position distal to the lesion during a carotid stent implantation procedure. The lesion was located at left common carotid artery with 80% stenosis and not calcified, not tortuous. The product was properly inspected and prepped. There was no difficulty tracking the device to the lesion. There was no excessive torquing of the wire during delivery. After the angioguard rx reached the lesion, and both the proximal and distal marker bands were positioned distal to the lesion, the physician removed the protective sheath, but the device could not be deployed. Therefore, the device was removed and another angioguard was deployed without difficulty and the procedure was successfully completed. There was no injury to the pt. When the product was returned and analysis was performed, the analysis revealed add'l damage not identified in the complaint narrative as scattered areas of scraped ptfe coating, exposing the core filter wire. During the visual inspection it was observed that the ecgw was docked in the deployment sheath. Kinks/bends were found on the wire and scraped ptfe were observed on the deployment sheath. As received, the specimen does not present any obvious indications of mfg defect or anomaly. A review of the device history records (DHR) indicates the reported packaging lot consists of 106 units, from two assembly lots, final inspection tested and determined to be acceptable for shipment, and shipped on 05/01/2008. Aside from the fact that the specimen ecgw is docked in such a manner that the proximal filter band and a portion of the filter are lodged within the small diameter lumen of the deployment sheath proximal of the large diameter pocket normally associated with docking of the filter and numerous bends/kinks of varying severity in the ecgw device at 0.03 to 4.35 cm, 9.10 to 9.20cm, and 23.3. To 171.3cm from the distal tip with scattered areas of scraped ptfe coating proximal of the deployment sheath, and wire exposed through the pre-score 27.2 to 49.6cm from the distal tip of the sheath and proximally from a point approx. 68.9cm from the distal tip of the deployment sheath, the specimen device and sheath appear visually and dimensionally correct. While the inability to deploy the filter is confirmed, this is not a malfunction of the device or a mfg deficiency. As received, the specimen ecgw is docked in such a manner that the proximal filter band and a portion of the filter are lodged within the small diameter lumen of the deployment sheath approx. 8.15mm proximal of the large diameter pocket normally associated with the docking of the filter. This condition is sufficient to prevent normal deployment of the filter for clinical use. By definition, a fully seated/docked filter within the deployment sheath is one with the proximal filter marker band in contact with the proximal limit of the large diameter lumen of the deployment sheath; a fully seated filter is not intended to be fully encapsulated within the deployment sheath. The damage to the deployment sheath proximally from a point 27.2cm from the distal end of the sheath appears consistent with a column strength overload of the sheath along the manufactured prescore; possible due to attempts to manipulate/deploy the filter. As such, any add'l axial compressive load could overload the already stressed deployment sheath, causing the sheath to open along the manufactured prescore and expose the ecgw core wire shaft. The cause and timing of the bend/kink damage cannot be determined without further info. All joints appear intact and correct when viewed at 18" with vision corrected to 20-20 and at 10x magnified, and by non-destructive pull testing. The as-received condition of the returned specimen and the interpretation of the complaint suggest product knowledge, procedural and handling factors impacted on the event as reported. Review of the device history records does not indicate any mfg defects or anomalies. These observations and speculations are based on the evidence presented by the sample article and limited info provided by the supporting documentation. The complaint of deployment difficult was confirmed, and determined to be handling, and/or, procedurally related. The further damaged of frayed/split/torn areas of scraped ptfe coating was investigated and also determined to be handling and/or procedurally related. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the info suggests that user and procedural factors may have contributed to the confirmed complaints.